Event description:
The physician noticed that the balloon on the balloon guide catheter was a little slow to deflate during device preparation. The physician then used the same balloon guide catheter in conjunction with a concentric retriever lx to remove the occlusion from the m1 segment, but was unsuccessful in restoring flow. At the end of the procedure, the physician attempted to deflate the balloon on the balloon guide catheter using 30-60 cc syringes, but the balloon would not deflate. He further inflated the balloon by infusing fluid in, then again attempted to deflate the balloon without success. At the end of the procedure, the physician attempted to deflate the balloon on the guide catheter but the balloon would not deflate. The physician punctured the balloon and withdrew the semi-inflated balloon into a larger vessel. The physician then hyper-inflated the balloon until a leak developed resulting in deflation of the balloon.